Event description:
The company was informed that the patient was hit in the head by a ball resulting in sound quality issues followed by loss of sound and loss of device lock. A CT scan was normal. Programming changes were made and external equipment was exchanged, however this did not resolve the problem. Device revision surgery will be scheduled.